Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative performed a navigation system check-out and the system performed as intended. The software investigation found that the software logs provided are for spine applications logs and therefore provide no additional information regarding the cause of the reported event. No further issues have been reported. No product has been returned.

Event description:
A medtronic representative reported that when selecting a large exam for a cranial procedure on the navigation system, the system became unresponsive. This issue was replicated three times on the same exam. The exam was deleted and another exam was used to proceed with the case. There was no delay to procedure or impact on patient outcome as there was no patient present when this issue occurred.

Manufacturer narrative:
Correction: it was noted that at the time of reported issue, the navigation system storage was only at 18% full. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.